Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced distance and near vision of blurry visual acuity. The iol was exchanged with an alternate iol in a secondary procedure. Clinical reason of explant mentioned was status post radial keratotomy (rk) was refractive error and patient unable to adapt. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported for the lot. The manufacturer internal reference number is: (B)(4).